Manufacturer narrative:
Evaluation anticipated once probe is received.

Event description:
Two probes frosted during pretest. First probe tested and frosted, second probe tested and frosted, third probe worked as expected. Case completed.

Manufacturer narrative:
Reported issue of shaft frosting was confirmed via simulated use testing. Evaluation determined a failed vacuum sleeve was the cause of the frosting.